Event description:
The facility reports the pt was in the shower trolley and the right rail came unclipped, making a loud popping noise. The pt rolled out of the shower trolley, suffering bumps and bruises. No medical attention was needed.